Event description:
The patient reported that he received two calibration errors followed by a change sensor alert. He then turned the sensor off overnight but when he started using it again, there were differences in his sensor glucose readings versus blood glucose readings. Sensor glucose reading was 55 and blood glucose reading was 280 mg/dl. It was also reported that the patient's insulin pump went into threshold suspend. Patient was advised to remove and change out sensor, however he declined troubleshooting. The patient wants to have his sensor replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.